Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was damage to the battery compartment. There is no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: the black box showed multiple unexplained power reboot events. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap was undamaged and able to fit to the battery compartment. Evidence of moisture corrosion was observed in the battery compartment. A leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruption occurring during the investigation. The pump¿s cover was removed; no further moisture ingress or intermittent condition was found to the power printed circuit board. Investigators were unable to duplicate ¿power¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.